Event description:
Surgeon was performing a perclose on the pt's left femoral artery, the device was not able to complete the task. Sutures did not close the vessel. The artery needed to be surgically repaired.